Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported the pt's device was removed due to the pt feeling the device was "not working much for her." It was stated the pt still had overactive bladder symptoms, but she had recovered fully from the device removal.